Event description:
It was initially reported that the patient began having an increase in seizures 5-7 days after having their vns generator initially turned on. The patient was also experiencing behavior changes. The patient exhibited aggression and weeping. The patient has experiencing weeping with seizure activity but never experienced aggression. The patient was recently confused and forgot to take their medication on schedule. This resulted in the patient aspirating during and seizures have having to be hospitalized. The generator was disabled while in the hospital.

Event description:
Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that indicated that the increase in seizures were not related to vns but were due to the patient missing a dose of medication. No further information was provided.